Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5+ and two leads. One clip was successfully implanted on the tricuspid valve. To further reduce tr, a second clip was deployed on the tricuspid. It was noted that after deployment of the second clip, it slightly shifted on the leaflets. The clip remained stable on both leaflets. Tr was reduced to a grade of 3. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported partial clip movement was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.